Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned and analyzed. Additional analyst comment - helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. No anomalies found that would contribute to the reported electrical issue.

Event description:
(B) (4)

Event description:
It was reported that measurements during implantation were in range, made both by analyzer and the device. Next day parameters of rv(right ventricular) sensing went down to 3mv and were unstable. Rv threshold pacing went from 1 v to 5 v. Physician decided to change position of the lead. During reposition once again all parameters were fine. Next day rv sensing was below 2 mv and threshold increased to over 5 v. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) tip seal problem full lead returned and analyzed. Additional analyst comment - helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. No anomalies found that would contribute to the reported electrical issue.